Event description:
Defibrillator system malfunctioned secondary to insulation disruption of ventricular defibrillator lead. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.